Manufacturer narrative:
The asp evaluated the device at a repair center. The asp could not reproduce the alleged issue, but did check the device's diagnostic report (drpt) and confirmed there was an occurrence of the backup alarm failed diagnostic code. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) as a preventative measure. Following the part replacement, the asp upgraded the software version and completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the device alarmed, so it was swapped with another ventilator. There was neither a delay in therapy nor medical intervention required as a result of the backup alarm failed alarm. The device was collected from the customer by an authorized service provider (asp). This investigation is ongoing.